Event description:
The following was reported to hamilton medical ag: summary: tf 444001 (batteries completely discharged).

Manufacturer narrative:
Hamilton medical comes to the following conclusion: root cause:defective battery. Correction: replacement of the defective component.